Event description:
It was reported that during a routine device change-out, the physician observed externalized conductor. All electrical measurements were normal. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.